Manufacturer narrative:
The insulin pump was unable to perform prime test due to detached end cap. The pump was received with scratched lcd window, cracked case on display window corners, cracked on reservoir tube lip, cracked reservoir tube window thru reservoir tube, cracked on battery tube threads and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarm occurred more than once. The customer stated that the sensor on the pump can no longer read reservoir status. The customer will be sent a replacement pump. The customer will return the pump for analysis.